Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that device not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and they had to access the medications from the pharmacy which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4-1 row b was not showing on bus. A field service engineer (fse) reseated the connections to the row board and drawer controller board to resolve the issue, but the tray still did not appear. The cubie tray for row b was then replaced. The cubies were read during hardware test application (hta) testing, and the drawer passed all functional tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.